Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the battery "immediately dies and turns off" and that the insulin gauge ¿didn't see all the insulin¿. Multiple follow-up attempts were made by tandem technical support; however, the customer never responded. No additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.